Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 265 mg/dl, 165 mg/dl, 131 mg/dl and 140 mg/dl when all tests were performed within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips and so no product will be returned for evaluation.